Event description:
A hosp in (B)(6), reported two rt235 breathing circuits had holes in them and a third was "frayed". This was found before use on a pt.

Manufacturer narrative:
Ps53271. One of the complaints rt235 infant dual-heated evaqua breathing circuits is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report upon completion of the investigation.